Manufacturer narrative:
Investigation conclusion: (B)(4). No sample was returned to product support. Unable to rule out sample specific interference as a potential cause for discrepant results. Reviewed the batch record for lot w60542. No tifs or ncs were generated during manufacturing. Lot met all ous final release specifications. As of 1/15/2016, this is the only complaint of conflicting result against lot w60542.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Event occurred in (B)(6). Customer originally reported quality control issues. Upon follow-up with customer on (B)(6) 2015, the following information was received: (B)(6) 2015 on triage = tni < 0.05 using whole blood k2 edta. (B)(6) 2015 on dxi = tropo @ 0.31 using plasma heparin. Although additional information was requested, this is the only information we currently have. No reported adverse patient sequela.